Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump displayed a primary audible alarm during the power on self-test mode (post). The device history log showed a system failure primary audible alarm post, enter biomed code, acu watchdog and base not responding alerts. Currently this pump has been removed from further service. There were no adverse events reported.

Manufacturer narrative:
Other text: additional information h6. E4 is unknown. No information has been provided to date. Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The condition of the j9 connector was not correct per factory specification and required repair. The mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were reassembled and inspected; glue was installed. The pump was tested after reassembly and found to be in good condition. During functional testing, calibration force sensor alarm was present. The reported failure was confirmed. Script was reinstalled and the library was updated. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Manufacturer narrative:
Other, other text: additional information h6. E4 is unknown. No information has been provided to date. Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The condition of the j9 connector was not correct per factory specification and required repair. The mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were reassembled and inspected; glue was installed. The pump was tested after reassembly and found to be in good condition. During functional testing, calibration force sensor alarm was present. The reported failure was confirmed. Script was reinstalled and the library was updated. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).